Manufacturer narrative:
Product complaint # (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? No. How many times have they applied the laparoscopic tip? Surgeon and tech have dozens. Was a sales representative present during the case when the issue was experienced? No what is the lot number? Unknown. Please confirm, did the vstas1 dual applicators that experienced the quality issue come from a 3-pack of tips sold separately? Or from a vistaseal kit? Vistaseal kit, 10ml. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged devices available? No. Event related to mw # 2210968-2022-05040. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. The luer locks would not loosen on the applicator in order to put on the laparoscopic applicator. No adverse patient consequences were reported. Additional information was requested.